Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that, since the implant of this pacemaker, noise occurred on the right atrial (ra) lead and right ventricular (rv) lead. There was no oversensing on the rv lead, but there was oversensing on the ra lead as well as loss of ra capture. It was also reported that atrial intrinsic amplitude was out of range and that an automatic lead safety switch from bipolar to unipolar occurred due to an ra pacing impedance measurement greater than 2000 ohms. It was reported that the patient was referred for a lead replacement procedure. At this time, this pacemaker remains in service, as do the non boston scientific ra lead and the boston scientific rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62481to: 2124215-2018-60847.

Event description:
It was reported that this patient underwent a lead revision procedure. The non-boston scientific right atrial (ra) lead was surgically abandoned and replaced. This pacemaker remains in service with the patient's chronic right ventricular lead and a new ra lead. No additional adverse patient effects were reported.